Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "The equipment finished the medication earlier than it was set for infusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has not been provided for investigation in our service department at b. Braun melsungen ag, melsungen, germany: as no sample and no history files was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed.